Manufacturer narrative:
H.6. Investigation: five samples and one photo were provided for investigation. Upon inspecting the product, damage is observed near the 20ml marking. Due to the denting noted in this area, the stopper becomes distorted when moved across this point, resulting in the leak that was reported. The damage is consistent with the transfer wheels used to move the product within the assembly station. A device history record review did not reveal any documented quality issues during the production of lot number 1902236 and 1902252 that could have contributed to this incident. Retained samples of these lots were inspected, no damaged or defects were identified in any of the barrels evaluated. While a review of manufacturing records established all quality processes were carried out normally, it was determined this incident occurred due to the product jamming in the manufacturing equipment.

Event description:
It was reported that bd plastipak¿ syringe was damaged. The following information was provided by the initial reporter: we have unfortunately had another incident of a damaged syringe today on ICU. No harm came to the patient as a result as the nurse spotting the issue very quickly. It appears that there are two identical ¿dents¿ around the 20mls mark. The plastic is not split. The syringe runs normally until it reaches the 20ml mark and it appears the plunger loses its seal over the damaged area and air then enters the syringe, causing rapid infusion of medication and then air. It appears one of the batch numbers we removed yesterday was missed in a bedside cabinet and was used today, we are currently rechecking the bedsides for any others. We have had 3 x incidents of bd plastipak syringes with visible cracks, infiltrating air. No harm came to the patients as a result of the incidents, so far there have been 3.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1902252, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-04. Medical device lot #: 1902236, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-25. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe was damaged. The following information was provided by the initial reporter: we have unfortunately had another incident of a damaged syringe today on ICU. No harm came to the patient as a result as the nurse spotting the issue very quickly. It appears that there are two identical ¿dents¿ around the 20mls mark. The plastic is not split. The syringe runs normally until it reaches the 20ml mark and it appears the plunger loses its seal over the damaged area and air then enters the syringe, causing rapid infusion of medication and then air. It appears one of the batch numbers we removed yesterday was missed in a bedside cabinet and was used today, we are currently rechecking the bedsides for any others. We have had 3 x incidents of bd plastipak syringes with visible cracks, infiltrating air. No harm came to the patients as a result of the incidents, so far there have been 3.